Manufacturer narrative:
The cause for the discordant hbsag result is unknown. No further evaluation of the device is required. The IFU states: "if the sample is greater than 50, the specimen is positive for hbsag by the advia centaur hbsag assay. Note: when the advia centaur hbsag assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring (B)(6) during the perinatal period), all results >1.00 should be considered initially reactive. Repeat testing and supplemental tests, such as the advia centaur hbsag confirmatory assay must be used to confirm the result".

Event description:
A false positive advia centaur hbsag result was obtained on a patient sample. The customer sent out the patient sample to a reference laboratory and the hbsag result was negative. The initial patient sample was thawed and then retested. The results were positive. The customer does not run confirmatory testing on sample results >50 index value. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag result.